Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported they will be having neurostimulator (ins) and lead explanted. The healthcare provider reported that reason for explant was due to device not helping with symptoms and it was not MRI compatible. Patient didn't like relief, it did not provide pain relief and it caused intermittent leg symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was target area not realized. Multiple attempts were made over the past year to program scs to target low back and never got there. The issue was not resolved. Removal was the best resolution. Patient provided their weight at the time of the event. No further complications were reported/anticipated.